Event description:
It was reported by the implantable cardioverter defibrillator (ICD) patient that their current physician does not think they have the heart disease, long qt, that the patient was diagnosed with. The patient further report that since the physician did not think that they had long qt the device was turned off so that it would not fire if the patient had a heart event. The patient stated that the device had no threshold and the emergency department (ed) thought something was wrong with the pacemaker. The ed performed an interrogation and was informed that nothing was wrong. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.